Event description:
Caller states that the patient tested 438mg/dl on the inform system and 113mg/dl on a comparison lab within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.